Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported a hair was found in the sterile packaging of a pulsavac immediately upon receipt. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for (B)(4), lot number z000009577, identified no relevant deviations or anomalies. Product examination found that there was a hair inside the tray. However, the sealed sterile packaging had been opened by the customer. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. It is unknown how or when this particulate became present with this device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.